Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--

Event description:
--

Event description:
Boston scientific received information that this system was exhibiting noise on the right ventricular (rv) channel which resulted in myopotential oversensing with one episode of asystole for approximately three seconds. The patient is pacemaker dependent but has been asymptomatic. The caller reported seeing this before in a few non-sustained ventricular episodes. Threshold and impedance measurements have all been stable. They have tried to recreate the noise in office with pocket manipulation and isometrics as well as bearing down. The noise could not be reproduced. The caller stated that they will most likely just continue to monitor this patient. No adverse patient effects were reported.

Manufacturer narrative:
The system remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
(B)(4). The system was subsequently explanted and replaced. This product issue will be updated if additonal information is received.